Manufacturer narrative:
The complaint is confirmed, the dissection was returned with one of the jaws fractured off of the device, the jaw was recovered and returned with the device. The fracture site is at the thin to thick transition part of the jaw, when placed back together all parts are accounted for, it is also observed when placed together the alignment of the jaw is slightly bent which would indicate that a high torque was applied to the jaws during use.

Event description:
Gyrusacmi was notified that during a surgical procedure this device broke and a piece fell into the pt. The surgeon did retrieve the piece with no injury to the pt.